Event description:
It was reported that after a catheter was inserted, a catheter was unable to pass through the oversleeve. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a catheter through a distal nxt connector piece is unconfirmed as the alleged problem could not be reproduced. One distal groshong nxt connector piece was returned for evaluation. An initial visual observation showed some use residue on the returned sample. An attempt was made to pass a non-complaint 4 fr groshong clearvue catheter through the returned distal connector piece and the catheter was found to be able to pass through the connector piece with ease. The distal connector piece was bisected, and a microscopic observation revealed the internal compression sleeve was not advanced and no damage or defect was observed within the returned connector piece. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs4724 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after a catheter was inserted, a catheter was unable to pass through the oversleeve. It was further reported that another device was used to complete the procedure. There was no reported patient injury.